Event description:
It was reported that pump battery would not charge, pump screen remained dark, and pump could not be turned back on despite using working outlets, original and alternate charging cables, and different wall adapters. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, provided instructions to let existing pump battery fully deplete, and directed customer to return problematic pump within 10 days and to set up pump settings and connect continuous glucose monitor on replacement device.